Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified, identified the pins pushed back on lemo connector. Replaced lemo connector. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that 9600+ system did not fluoro, prior to case. There was no report of patient injury.